Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("excessive bleeding") in a 33-year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, breast pain, chlamydial infection, urgency urination, vaginal discharge, chronic back pain, pelvic pain, chronic pain, uterine fibroid and uterine leiomyoma. She has no prior history of abnormal bleeding. Previously administered products included for birth control: depo provera from 2008 to 15-jul-2013; for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included dysfunctional uterine bleeding, pelvic peritoneal adhesions and fibromyalgia. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/menstruation pain") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of weight increased ("weight gain"), weight decreased ("weight loss") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with topiramate (topamax), paracetamol (tylenol), opioids and surgery (underwent a bilateral salpingectomy, during which both fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, dyspareunia, fatigue, migraine, fibromyalgia, headache, vaginal haemorrhage, the last episode of weight increased and weight decreased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. She tolerated the procedure well, stating she had only mild cramps at most diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on 16-jul-2013: negative last menstrual period was 20mar2016 and lasted for 8 days. 15-oct-2013, hsg: essure device in appropriate position with no free spillage of contrast into the peritoneum. 21jun2016, pathology report: fallopian tubes, partial removal complete cross sections identified. Metal coils identified (removing fallopian tubes to remove essure) description: the specimen is submitted in one container, in formalin, labeled bilateral fallopian tubes and essure and consists of two fallopian tubes ranging in length from 4 up to 5 cm and up to 0.5 cm in diameter. Multiple metal coils are present within the specimen container measuring 2 x 0.6 x 0.5 cm in aggregate. A representative section of each fallopian tube is submitted. Concerning injuries reported in this case the following one/ones were described in patient medical records: uterine haemorrhage(confirming vaginal haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("excessive bleeding") in a 33-year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, breast pain, chlamydial infection, urgency urination, vaginal discharge, chronic back pain, pelvic pain, chronic pain, uterine fibroid and uterine leiomyoma. She has no prior history of abnormal bleeding. Previously administered products included for birth control: depo provera from 2008 to 15-jul-2013; for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included dysfunctional uterine bleeding, pelvic peritoneal adhesions and fibromyalgia. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/menstruation pain") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of weight increased ("weight gain"), weight decreased ("weight loss") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with topiramate (topamax), paracetamol (tylenol), opioids and surgery (underwent a bilateral salpingectomy, during which both fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, dyspareunia, fatigue, migraine, fibromyalgia, headache, vaginal haemorrhage, the last episode of weight increased and weight decreased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. She tolerated the procedure well, stating she had only mild cramps at most diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative last menstrual period was 20mar2016 and lasted for 8 days. (B)(6) 2013, hsg: essure device in appropriate position with no free spillage of contrast into the peritoneum. (B)(6) 2016, pathology report: fallopian tubes, partial removal complete cross sections identified. Metal coils identified (removing fallopian tubes to remove essure) description: the specimen is submitted in one container, in formalin, labeled bilateral fallopian tubes and essure and consists of two fallopian tubes ranging in length from 4 up to 5 cm and up to 0.5 cm in diameter. Multiple metal coils are present within the specimen container measuring 2 x 0.6 x 0.5 cm in aggregate. A representative section of each fallopian tube is submitted. Concerning injuries reported in this case the following one/ones were described in patient medical records: uterine haemorrhage(confirming vaginal haemorrhage). Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received: event excessive bleeding added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 33-year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2008 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/menstruation pain") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with topiramate (topamax), paracetamol (tylenol), opioids and surgery (underwent a bilateral salpingectomy, during which both fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, dyspareunia, fatigue, migraine, fibromyalgia, headache, vaginal haemorrhage, the last episode of weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopan tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. New reporters added. Patient's demographics and relevant history was added. Lot number added. Essure insertion date updated. Treatment medications added. Per pfs, events headaches, abnormal bleeding (vaginal), weight gain, weight loss added. Onset date for events dyspareunia (painful sexual intercourse), migraines, headaches, weight gain, weight loss added. Onset date for events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, menstruation pain, lower abdominal pain, pelvic pain, lower back pain, hip pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, breast pain, chlamydial infection, urgency urination, vaginal discharge, chronic back pain, pelvic pain, chronic pain, uterine fibroid and uterine leiomyoma. She has no prior history of abnormal bleeding. Previously administered products included for birth control: depo provera from 2008 to (B)(6) 2013; for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included dysfunctional uterine bleeding and pelvic peritoneal adhesions. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/menstruation pain") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with topiramate (topamax), paracetamol (tylenol), opioids and surgery (underwent a bilateral salpingectomy, during which both fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, dyspareunia, fatigue, migraine, fibromyalgia, headache, vaginal haemorrhage, the last episode of weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. She tolerated the procedure well, stating she had only mild cramps at most diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative last menstrual period was (B)(6) 2016 and lasted for 8 days. (B)(6) 2013, hsg: essure device in appropriate position with no free spillage of contrast into the peritoneum. (B)(6) 2016, pathology report: fallopian tubes, partial removal complete cross sections identified. Metal coils identified (removing fallopian tubes to remove essure) description: the specimen is submitted in one container, in formalin, labeled bilateral fallopian tubes and essure and consists of two fallopian tubes ranging in length from 4 up to 5 cm and up to 0.5 cm in diameter. Multiple metal coils are present within the specimen container measuring 2 x 0.6 x 0.5 cm in aggregate. A representative section of each fallopian tube is submitted. Concerning injuries reported in this case the following one/ones were described in patient medical records: uterine haemorrhage confirming vaginal haemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters details added. Event abnormal uterine bleeding. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, dyspareunia, fatigue, migraine, weight increased and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.